Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing pain and discomfort at the ipg site due to ipg moving to buttock. Patient also reported bruising in buttock. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was repositioned into more medial position. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.